Event description:
Info received indicates the brakes were not holding at the head end of the stretcher.

Manufacturer narrative:
The technician found that the rocker arm was broken causing the head end brakes not to engage. He installed a brake/steer upgrade on the head end of the stretcher for the repair.